Event description:
It was reported to drager that: the pt monitoring indicated a delivery of low oxygen concentration to the pt. Identified faults were leaks in pt ventilation circuit from poorly fitted vapouriser and/or damaged flow censor. It was reported that the pt died later on.

Manufacturer narrative:
The tests performed by the hospitals biomeds revealed that the leakage test could not be performed successfully. The device did not pass this test. The vaporizer fittings found a good condition. Further investigation showed a broken expiratory flow sensor to cause the test to fail. Last leakage test was performed on (B)(6). The IFU requires to carry out a leakage test before each daily use.